Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation, however, observed depressed contact pins, as assignable cause for allegation as depressed pins prevents proper integration between and pump, thus preventing charge delivery from pump to battery and leading to a shutdown without user control. The device was determined to not meet all product specifications related to the reported event. The won¿t shut down properly was verified. The cause was determined to be the rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump wont shut down properly. There was no known patient injury or medical intervention associated with this event. No additional information is available.